Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarm. The customer's blood glucose level at the time of incident was 131.4mg/dl. It was reported that the customer had replaced reservoir and sets multiple times. It was reported that the sets would be replaced.